Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had been in a dirt bike accident and the pump may have been damaged. The pump was scratched and dented. The customer went to the emergency room and was hospitalized for a blood glucose (bg) level of over 600 mg/dl and diabetic ketoacidosis. The healthcare provider identified the ketone level as being dangerous. The customer was treated with an intravenous insulin drip and fluids. The customer was discharged the next day. Although the supplies on the pump had been changed, tandem technical support had the contact perform a system check and the pump was found to be functioning as expected. The customer has had no further bg issues since resuming pump therapy.